Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 51 mg/dl; cause was not known, however, the pump time was inaccurate due to an unknown cause. Customer fainted and sustained cranial trauma. Subsequently, customer was admitted into the emergency room (ER) and was treated with glucose to address customer's bg levels. Customer received unspecified medication, analysis of blood, electrocardiogram, and CT scan to address cranial trauma. Customer was released from the ER on the same day, 2 hours later. Customer did not sustain any permanent damage. A pump system check was performed and confirmed pump is functioning as intended at the time of report. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of the event. Reportedly, the customer consulted with a healthcare provider to discuss diabetes management and personal profile settings were changed.